Event description:
The customer reported that, during reprocessing, there was reduced angulation observed with the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with a black colloidal substance. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with a black colloidal substance due to insufficient reprocessing. The material could be partially removed with tweezers but the residue adhered to the inner wall of the nozzle. The report of reduced angulation was confirmed during testing. Angulation was reduced due to the angle wires being stretched. In addition, the play in the angulation was out of specification and angulation was heavy due to internal elements in the bending section being misaligned, and there was leakage at the stiffness setting ring due to a poor o-ring. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or incorrect reprocessing or device handling. Olympus will continue to monitor field performance for this device.